Event description:
Patient treated with orif (open reduction internal fixation) for right tibial plateau fracture with shaft extension, returned to surgeon for follow-up. Clinical exam revealed probable non-union. Patient was returned to or for revision on june 4, 2012. The surgeon found the tibial plateau fracture was healed, but the distal tibia was not healed. The surgeon removed 1 plate (240.052s) and an unknown number of assorted screws but, as the surgeon was completing reaming, he pulled the reamer back to remove it. The reamer became stuck at the non-union callus point. The surgeon pulled hard on the reamer shaft, and the plastic tube broke. All pieces of the reamer tube were retrieved. The surgeon was then able to implant a tibial nail and screws and autograft with no further problem. Event #1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)